Manufacturer narrative:
Evaluation summary: the production and quality control documentation for lot # v1130, with expiration date (09/2014) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Manufacturer's comment: the benefit-risk relationship of the product is not affected by this report.

Event description:
Effusion [effusion]. Case description: spontaneous report was received on (B)(6) 2012 from a physician regarding a female patient, initials (B)(6), with osteoarthritis. The patient's medical history was not provided. On (B)(6) 2012, the patient initiated treatment with first synvisc (hylan g-f 20) injection (bilaterally), dose regimen not provided. The lot number for synvisc was provided. On an unspecified date, patient developed effusion. On (B)(6) 2012, aspiration of effusion and injection of cortisone was performed bilaterally. The action taken with synvisc was not provided. The outcome for the event of effusion was not provided. The outcome for the event of effusion was not provided. Concomitant medications were not provided. The intensity for the event of effusion was not provided. The reporting physician did not provide any causal relationship between synvisc and the event.